Event description:
Event description cpi received information that a physician had difficulty adapting this endotak transvenous defibrillation lead (0064) with the 6931 adaptor. He had to slit the adaptor to fit. He thinks the problem is the shocking connectors on the (0064) are too big. The lead remains implanted.